Event description:
Revision hip replacement - 1999 - exchanged for another component and femoral head. Prosthesis was placed in pt at hosp in 1995, age 58 yrs, male. Pt did not return for annual appointment due 1/11/1996. Doing well- worked in nursery - much bending and lifting. (L) hip replaced at some time. Doing well with no lysis. Unable to walk without support. Migration with socket.